Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the distal end of the device tip was broken, bending section cover had a crack and the charged coupled cover unit wire length was short. Additionally, 2 echo signals were missing, a insertion tube had discoloration, a cut and scratch on it and angulation for up/down knobs was low. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, probe unit tip was broken on the evis exera ii ultrasonic bronchofibervideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the acoustic lens breakage was caused by the same cause as other breakages, but it was not possible to determine whether the peeling was due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.